Manufacturer narrative:
The actual sample was not available for investigation. However, pictures of the device were provided. The visual inspection of the provided pictures showed that the luer connector of the return line was disconnected from the tubing. Light traces of gluing solvent were visible on the tip of the return line, where the luer had been connected. These light traces are consistent with an insufficient gluing of the luer connector to the tubing, which was not enough to allow the bonding to withstand the stress associated with the use of the luer connection. The presence of blood in the set confirms that the event occurred while the patient was connected. A three-way valve can be observed in the pictures. It was reportedly used during therapy and was connected between the patient's catheter and the luer that got disconnected from the return line. The return line and the luer connector used in the impacted set were assembled by a former supplier. The new supplier of this subassembly has been informed of this defect. No further action will be implemented at this time. It is to note that the use of additional devices such as the observed three-way valve between the return line of the set and the patient's catheter is an off-label use. It is mentioned in the operator's manual of the prismaflex machine, in the "warning" section: ¿always connect the return line directly to the blood access device. Do not connect additional devices between the return line and the blood access device. The use of additional devices, such as three-way valves, stopcocks, or extension lines, may impair return pressure monitoring. Their use can impede the detection of return disconnections, potentially resulting in severe blood loss.¿ a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that during treatment it was found that the return line (venous) of a prismaflex m150 set separated from an unspecified three ways valve. Separation was noted by the nurse, and no alarm was triggered by the prismaflex machine. An external blood leak occurred (volume not provided by customer, they described ¿not much blood leak¿) due to this event. There was patient involvement but no patient injury and no medical intervention. No additional information is available.